Event description:
During a surgical procedure that the shaver handpiece activated without pressing handpiece buttons or foot pedal while placed on the patient's leg. There was no report of patient injury related to this event.